Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ewzl, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon; there was a por (power on reset) condition. The patient turned her therapy off on friday (B)(6) 2014 for hip surgery. The patient tried to turn her stim on today (B)(6) 2014 and she was seeing por with warning. Patient home care nurse got on the phone to confirm direction and stated that patient just had surgery and she does not need therapy right now but they will contact the patient's doctor to let him know about por. Additional information received noted that the cause of the event was hip replacement surgery(B)(6) 2014. Ins would not turn back on for patient after surgery. Reprogramming (B)(6) 2014: visited patient while recovering from surgery (inpatient) and was able to turn device back on. Signs and symptoms was noted as none; error message on programmer said to call physician. Hospitalization due to the event was not required. Patient outcome was no injury. Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment was noted as (B)(6) 2014?